Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation, however; medical record was received for evaluation. Therefore, the investigation is confirmed for the reported migration, malposition of device and patient device interaction problem. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf048f vena cava filter allegedly experienced migration, malposition of device and patient device interaction problem. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) years old female patients' weight was not provided.